Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 50-year-old male patient presented to his (B)(6) with concerns related to a previously placed dental implant. The initial implant placement was performed on (B)(6) 2025 at tooth location #25. It was reported that the implant was placed following an immediate extraction and was not immediately loaded. The patient presented with the issue on (B)(6) 2025, prior to the second-stage surgery. During the examination, the doctor discovered that the implant had failed to osseointegrate, and it was removed on the same day of the visit without the use of any instruments. The implant was not replaced. The patient was asymptomatic. The prosthesis involved a single tooth, and the opposing arch consisted of natural teeth. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. It was further reported that the patient had type I bone quality and good oral hygiene. No abnormalities with the implant or its packaging were reported.

Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once the investigation is completed, a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).